Manufacturer narrative:
Voluntary medwatch MDR report #: mw5151491.

Event description:
Voluntary medwatch form received notes that the left ventricular (lv) lead exhibited intermittent loss of capture. The lv lead remains in service. No adverse patient effects were reported.